Event description:
Reporter indicated that a patient's generator was explanted due to infection. It was reported that the patient's lead was not explanted. Initial reporter forwarded a posting on an epilepsy list-serve from a physician to the manufacturer. Attempts to obtain additional information have been unsuccessful to date.